Event description:
It was reported that during use the right ventricular (rv) lead triggered lead integrity alert (lia) for high rate-non-sustained epi sodes, sensing integrity counter (short v-v intervals) and rv lead impedance that was noted as low impedance. The rv lead exhibited high and low impedances in both bipolar and tip to coil. Additionally, the rv lead exhibited noise/oversensing and inappropriate therapy/shock appears to be due to the over sensing/noise on the rv lead, that was noted on stored electrograms (egm). The rv lead had a confirmed fracture on the low voltage portion of the lead. The rv lead was capped, remains in the patient and a new rv lead was implanted. The cardiac resynchronization therapy defibrillator (crt-d) battery longevity was noted with a decrease but did not trigger elective replacement indicator (eri), due to the multiple inappropriate shocks associated with the rv lead integrity issues. The crt-d remains in use. It was also reported that the right atrial (ra) lead position check failed. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.